Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
No device was returned. No lot number was provided so no DHR was done as well. Investigation was closed out as no device return.

Event description:
It was reported that a kink occurred in the preformed section of a smiths medical trach tube causing the airway pressure to rise and we had to quickly re-intubate the patient with a different device. No further adverse patient effects were reported. No device will be returned.